Manufacturer narrative:
The complaint was confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and field service engineer's (fse) field evaluation. The fse reinstalled the bulkhead nut to fix the port issue. The fse's service visit did not reveal any issues related to the customer reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse located bulkhead nut and reinstated fiber port. Service performed to correct reported problem. No part replacement required. System could not be tested due to only had access to surgeon side console.

Event description:
It was reported that during a da vinci-assisted surgical procedure that several faults occurred mid procedure. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the reported errors. The tse had the customer power down the system, hard cycle all of the components, and reseat the blue fiber cables. There were two surgeon side consoles (ssc) present, but the customer could not reseat the fiber cable on one of the sscs as the port was damaged. All of the other system components powered up and the site moved forward with the case. There were no reports of patient injury. Intuitive surgical, inc. (Isi) contacted the customer and obtained the following information: the system initially powered on with no issues.